Manufacturer narrative:
(B)(4). Batch # p55u4r. The analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, it was found that the posterior wall was not anastomosed properly. There was no sound of breaking the washer at the firing. The tissue was uncut and the staples were unformed. Eventually, the site was recut and anastomosed with another device to complete the case. There were no adverse consequences to the patient.